Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during the investigation, a review of the black box showed no evidence of a "no power" event. Evidence of moisture was observed behind the display lens. The pump powered on with the returned battery cap to a multi colored display image. The battery cap able to fully tighten to the pump. The battery cap measured within specifications. A battery compartment crack was observed in the thread area. No evidence of moisture contamination was observed inside the battery compartment. During the investigation, a cs 078 motor rewind error was received on each "rewind" attempt. A leak test showed a leak at the display lens. The pump¿s casing was removed, and evidence of moisture contamination was found throughout the inside of the pump. A "no power" event was not duplicated during investigation. The cs 078 motor error was concluded to be due to the internal moisture contamination. Investigators were unable to adequately investigate the "no power" complaint due to the inability to run a 24 hour basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.